Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. : a device history record (DHR) review was conducted: product code 04.004.002 lot number 54p7738 manufacturing site: mezzovico release to warehouse date: 25 may 2020 a manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021 during an intramedullary the guide wire was damaged. Also at the end of the surgical procedure, the surgeon decided to put a closure cap. It was recommended to use the guide; however surgeon proceeded to put the cap without the use of the guide and the closure cap remained inside the patient's medullary canal and does not affect patient mobility and recovery. The surgeon then decided to use another closure cap and leave the other one inside the patient. No further information provided. This report is for one (1) ti end cap with t40 stardrive 10mm ext f/ti tibial nails-ex. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for complaint (B)(4).